Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that after the catheter was implanted, resistance was felt during infusion, and the medicine could not be infused. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter unable to infuse is confirmed and was determined to be manufacturing related. One 4 fr nxt clearvue groshong catheter was returned for evaluation. An initial visual observation showed no blood use residues throughout the returned catheter, and the stylet was returned in the catheter. Nothing remarkable was observed during an initial visual observation. A functional test of attempting to infuse water into the catheter using a 12 ml syringe revealed the catheter was not patent to infusion, and the water did not move through the catheter beyond the white luer. A microscopic observation revealed the luer was blocked by excess molded product observed within the device. The cannula of the white luer appeared to be blocked by a small, cylindrical piece of molded plastic. The complaint of an occluded catheter is confirmed and was determined to be related to a manufacturing defect. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported that after the catheter was implanted, resistance was felt during infusion, and the medicine could not be infused. There was no reported patient injury. No other information was provided.